Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility certified clinical hemodialysis technician (ccht) reported that a dialyzer blood leak occurred approximately one minute after initiation of the patient's hemodialysis (hd) treatment. The machine alarmed for blood leak and the leak was visually observed within the dialyzer. Blood test strips were used, and the results positively confirmed the presence of blood. No dialyzer defect or damage was visible. The patient¿s estimated blood loss (ebl) was noted as being approximately 250ml as the patient¿s blood was not returned following the event. No patient adverse effects were experienced, and no medical intervention was required. The patient¿s hemoglobin and hematocrit were monitored throughout the rest of treatment and the patient was able to complete treatment with a new set-up of supplies on the same machine. The machine was disinfected after the patient completed treatment. The complaint device was stated to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: although it was originally stated that the device was available to be returned to the manufacturer for physical evaluation, no sample has been received by the manufacturer to date. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. The lot had one approved temporary deviation notice which was unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. A review of the batch production record (bpr) did not reveal a probable cause for the customer complaint. The reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation.